Manufacturer narrative:
(B)(4).

Event description:
It was reported that connection issue occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed as signal loss over an hour. The probable cause was the mobile device lost power. The reported event of a connection issue is reportable based on the finding of a signal loss over an hour. No injury or medical intervention was reported.